Manufacturer narrative:
Results of investigation: no customer returns received. In-house file reacion discs met accwptance criteria when tested with in-house panels. Without the returned reaction discs and samples, it cannot be determined if the complaint is product or sample related. Eval complete-final report. Lot#22870m400 mfg date 11/96.

Event description:
The account stated they had a discrepancy several weeks ago when a female pt came in for a colposcopy and a random urine sample gave a positive result. The physician did not believe the result. The pt had a tubal litigation performed years earlier. Another random urine was obtained which was clearly negative. The physician performed the colposcopy. Note: the account sometimes reads the disc before the end of assay window turns color. The account reads the disc and then compares it against the end of assay while other times the account will look at the disc 20 minutes after end of assay has turned color and compare both results. The account was informed the disc must read when end of assay has turned color; reading before or 20 minutes after the end of assay turns color is invalid.